Event description:
Implantable cardioverter defibrillator (ICD) battery has been prematurely depleting. A patient was told three months ago that their device would last two more years but they were told today that there is only two more months of battery use left on their device.